Event description:
It was reported to philips that the therapy board for the device was defective. There was no patient involvement.

Manufacturer narrative:
The device was sent in for bench repair to be evaluated by a philips engineer. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca. The part was requested/ordered/shipped to the bench for replacement to resolve the noted issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The part was replaced in bench repair to resolve the noted issue, and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.